Event description:
It was reported that the procedure was to treat a lesion with no tortuosity and no calcification in the mid left anterior descending artery. An asahi prowater guide wire was successfully advanced toward the target lesion to treat in-stent restenosis. The guide wire introducer was removed without resistance and the coating sheared off the guide wire. The same wire was used to successfully complete the procedure; however, green speckles were noted coming back and the artery was bled back to make sure there was no coating still in the patient anatomy. The site reported that they were confident that no green speckles remained in the patient. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided. Case #3 represents 1 unused/sterile prowater guide wire that will not be returned for evaluation.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: the device was not returned for investigation. With the provided information, it is presumed that a metallic guidewire introducer was possibly used over the guidewire, and the prowater guidewire or the introducer was removed back under the condition where the tip of the introducer was contacting the guidewire at an angle, so that the ptfe coating of the guidewire was exposed to excessive abrasive and scraping force and was damaged. The instructions for use warnings section states: never use metallic needle or metallic sheaths for insertion and withdrawal of guidewire, other wise the surface of guidewire may be damaged significantly.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4)- use after damage the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.